Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID# (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected to treat a mixed morphology lesion in the common and external iliac, which was 7-10mm in diameter. During the procedure, the crown of the oad sunk into the soft plaque and became lodged in the calcium behind the soft plaque. The lesion was then buddy wired with an exchange catheter to dislodge the oad. No vessel complications were observed, and the procedure was completed with balloon angioplasty and the patient was stable.